Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was analyzed and found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.070" x 0.115" in size. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, a piece of plastic at the tip of sp monopolar curved scissors (mcs) instrument was noticed missing. It was unknown if a fragment fell inside the patient. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted to contact the initial reporter however, it was stated that no further information could be provided.